Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on that patient reported a pairing failure. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has 0 voltage. The share log was reviewed and did not show a pairing failure but a transmitter failure error was observed. The reported issue of a pairing failure is reportable based on the finding of a transmitter failure error. No additional patient or event information is available.